Manufacturer narrative:
The device was in use for treatment. The atrial lead remains implanted; and therefore, cannot be returned to perform an analysis. As a result, the allegations against this lead (low impedance) cannot be confirmed. Review of the device history record found no rejects during manufacture of this lot number. In addition, a review of complaints identified no other complaints against this lot number. The lead remains actively implanted for approximately 14 years, 1 month. Low impedance is a recognized clinical event referenced in the medical literature. The event will be re-evaluated if additional information becomes available.

Event description:
It was reported that the impedance for this atrial lead was less than 200 ohms. Further information indicated the threshold is stable, there is no oversensing, and the patient is pacing about 50% with pacer set in permanent ddi mode. At this time, the pacing lead remains implanted.

Manufacturer narrative:
New information from march 18, 2016: (B)(6). Sex: male. Concomitant medical products and therapy dates: pacemaker e110, serial number: (B)(4), implant date (B)(6) 2011. New information from march 30, 2016: the physician is leaving the lead implanted. Dr. (B)(6) believes the lead is fine.